Event description:
A 4.5mm lcp proximal femur plate was noted as broken. Patient had pre-existing left knee fusion with zimmer/neff femoral tibial nail. Patient experienced multiple injuries in a motor vehicle accident. Injuries included bone fractures 'around ' the neff nail. Subject plate was implanted with 6 screws, 5 cables with crimp and 1 positioning pin. Breakage was noted after patient experienced pain in left thigh and subtrochanteric nonunion was diagnosed. During a revision procedure, broken plate, screws and cables were removed and replaced with a different 14 hole plate, 13 screws, 4 cables with crimp, 10cc dbx putty. Non-union was noted.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.